Manufacturer narrative:
Date of submission 11/08/2017 the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed call service 240 low battery warning and a call service 144 alarm. The rewind, load, and prime steps were performed successfully, and all currents were within specifications. The pump cover was removed to find no moisture or intermittent conditions to the printed circuit board. No overheating or alarms occurred. The temperature complaint was unable to be duplicated during investigation. Unrelated to the original complaint, evidence of moisture corrosion was found in the battery canister, and a leak was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the user experienced a burn from the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.